Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported poor hearing performance with the device. Reimplantation is scheduled for (B)(6) 2024. The surgeon plans to revise with flex26 electrode for better coverage after reviewing otoplan report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. This is a final report.

Event description:
The user reported poor hearing performance with the device. The user was reimplanted on (B)(6) 2024.